Event description:
Pt stated that he had a bard mesh implanted in 2008. Approximately a year ago he reports having the following symptoms: pain, nausea, burning sensation through the groin, swelling of the testicles, cramping, urinary retention and erectile dysfunction. In (B)(6) 2014, pt reports being in so much pain that he had to go to the emergency room and later had 3 surgeries to remove the mesh. He alleges that the mesh was wrapped around his blood vessels the lead to his urinary and genital areas. After the removal of the mesh the pt reports being 100 times better.